Event description:
A healthcare professional reported that a patient experienced a small corneal burn during a procedure. A completed questionnaire was returned indicating during first pass in the sculpt mode the handpiece bell chimed with occlusion. Attempted second pass and the occlusion bell chimed. Removed phaco handpiece immediately from the eye and a thermal burn was noted. Reflux noted as working fine. Sutures were required. Outcome of the event continues as the sutures remain in the eye at the four to six week postoperative visit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).